Manufacturer narrative:
Additional information: a3a, a4, d4, d10 concomitant product, e1.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen on (B)(6) 2025 and (B)(6) 2025 using the cooladvantage applicator and developed paradoxical hyperplasia (pah/ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting treatment to the lower abdomen on (B)(6) 2025 using the cooladvantage applicator and developed paradoxical hyperplasia (pah/ph).